Manufacturer narrative:
The device was returned, and the evaluation found that device could not be turned on due to defective power unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center cannot be turned on and there was no response while pressing the power button. The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: d10 (therapy date) and g2(healthcare professional should be remain in blank) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the device can not be turned and there is no response when pressing the power button " was caused by a defective power unit. Olympus will continue to monitor field performance for this device.